Manufacturer narrative:
The insulin pump up arrow button did not respond due to flattened button dome switch. The insulin pump had cracked case on display corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump's up arrow button was not working properly. She had to find the right spot on the up arrow button to get it to work. Her healthcare provider told her to call and get the button issue resolved. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.